Event description:
It was reported that balloon rupture occurred. A 3.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without problem. The procedure was completed with this device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluation by MFR.: symmetry standard 3.0-4/4t/40 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distally of the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual examination identified no damage to the tip of the device. A visual examination identified no balloon cones and markerbands damage present.

Event description:
It was reported that balloon rupture occurred. A 3.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without problem. The procedure was completed with this device. No patient complications nor injuries were reported.